Manufacturer narrative:
This device is indicated for single use, and the re-use in the case may have contributed to the tip breakage that was observed.

Event description:
A post distal calf vein on the patient's left leg was ablated with a vari-lase bright tip fiber for 17 seconds and 231 joules, then, with the same bright tip fiber, the left lateral thigh vein was ablated for 31 seconds and 433 joules. (The treatment lengths are unknown.) When the fiber was removed from the left thigh vein, a piece of the ceramic fiber tip was missing and believed to be in the patient's leg. The tip was not removed from the patient's leg. No patient complications were reported.